Event description:
It was reported to medtronic minimed that the customer reported physical damage to the pump. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The product mmt-1886 that was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Pump received with a partially broken retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label faded; end cap address label faded). Cosmetic damage was confirmed at the belt clip rails. Partially broken retainer ring damage was confirmed. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. Unable to confirm damage (out of box/package). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.